Event description:
It was reported that a user¿s blood glucose remained elevated for several hours after a supply change, with a current reading of 196 mg/dl, without symptoms, while using the ilet system; the user had exercised and announced a meal, inspected the infusion site without finding kinks or moisture, and was advised to perform a site change, which the user planned to do. Symptoms included no reported clinical effects. Outcomes included no functional impairment and no need for medical intervention beyond routine self-management. Investigation included troubleshooting and user education conducted by support personnel. Investigation of this case revealed no device alarms, no identifiable device or component malfunction, and an unclear cause for hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.